Manufacturer narrative:
The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Litigation papers allege: pain, limping, muscle loss and tissue destruction. Doi: (B)(6) 2009 left hip. Dor: none reported. Patient residence: (B)(6). Update (B)(6) 2013 - asr/supplemental received. Part/lot has been updated. There is no new information that would change the outcome of the investigation.